Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
This report is being filed as the clip opened while locked. If it was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4 and a posterior leaflet prolapse. The first clip delivery system successfully grasped the leaflets. While establishing final arm angle (efaa), the clip appeared to open while locked. The efaa process was repeated, however, the clip opened while locked. It was decided to remove this device and not deploy the clip. The clip was closed and removed without further issues. Another mitraclip was successfully used in replacement. A total of two clips had been implanted, reducing the mr to grade 1-2. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement could not be confirmed during return device analysis as no issues were noted during testing. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. All available information was investigated, and a conclusive cause for unintended movement could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.na.